Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the black connector of the vasoview hemopro 2 adaptor was found to be broken. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the four connection end of the cable was exposed and the housing had come loose. Based upon the visual observations, the reported complaint for "connector broken" was confirmed. Internal file number - (B)(4).